Event description:
The customer received questionable ion selective electrode (ise) results for 15-20 patient samples. Of the data provided, only the sodium results for two patient samples were discrepant. Patient sample 1 initial result was 131 mmol/l and the repeat result was 138 mmol/l. Patient sample 2 initial result was 129 mmol/l and the repeat result was 136 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date was not provided. The field service representative was unable to duplicate the problem and performed a check of the ise and sampling systems. The customer performed ise calibration and qc and checked precision. The unit was operating to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.